Event description:
Healthcare professional reported rupture. Device has been explanted and replaced. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on august 16, 2023, with lot number 2327721. Based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken on the posterior side assessed as unidentified (tear) opening. (Shell thickness was within specification). Additional observations: brown particles observed on the gel. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported rupture. Device has been explanted and replaced. This relates to the left side.

Event description:
Healthcare professional reported rupture. Device has been explanted and replaced. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.